Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the scatter sensor was not centered correctly. The fse performed vcs (volume, conductivity, scatter) optimization, adjusted scatter to beckman coulter specifications to resolve the non-flagging issue reported by the customer. The fse ran controls and precision and all values were within acceptable ranges. Per service manual (pn (B)(4)), vcs optimization is performed to align the laser and flow cell for high quality consistent light scatter characteristics.

Event description:
Customer reported differential test results were not flagged for the presence of atypical (variant) lymphocytes for one patient sample when using the coulter® lh 750 hematology analyzer. The differential test results were flagged for the presence of atypical lymphocytes when the sample was tested using a different coulter® lh 750 hematology analyzer and a unicel® dxh 800 coulter® cellular analysis system. Erroneous results were reported out of the laboratory and there was no death, injury or change to patient treatment in connection with this event.